Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient had a large fluid buildup believed to be csf (cerebrospinal fluid) and the patient was not getting relief from the drug pump. The patient was taken to surgery on (B)(6) 2020 due to the swelling brought on by the csf buildup. The catheter was found to be severely twisted and separated from the connector portion of the catheter confirming the csf buildup. The catheter was revised. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.